Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up arrow and contrast button contacts.. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/17/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: the up arrow and contrast button symbols were found to be worn; however, no damage or peeling was observed to the keypad cover. The keypad cover was removed and contamination was found under the up arrow and contrast button contacts. Initial reporter: (B)(6).